Manufacturer narrative:
(B)(4). Dirt on the cutter can lead to patient harm. All available information has been disclosed. This complaint has now been closed.

Event description:
There was something on the cutter.